Event description:
A healthcare professional reported that error was displayed as tip needed to be tightened at an unknown timing. The procedure type was unknown. The surgery details were not provided. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available The manufacturer internal reference number is: (b)(4).